Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) is experiencing inadequate stimulation. An x-ray showed the lead migrated; therefore, surgery was performed to remove and replace the tined lead. The patient is doing well post-revision.